Manufacturer narrative:
The h vad is used for treatment not diagnosis. It was reported that this patient experienced low flows and developed right ventricular failure. The patient was unsuccessfully medically treated and expired after treatment was stopped. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a decrease in estimated flow and power consumption was observed. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Death, right heart failure, and respiratory dysfunction are known potential clinical adverse events associated with the use of vads as outlined in the instructions for use (IFU). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from germany this patient had cataract and lenses surgery; anesthesiology and surgery went without any changes in patient situation. The patient was administered 500ml gelafundin and 500ml nacl 0,9% during 2.5 hours of operating room time. The patient had a ppt of 40 yesterday and 75 today through heparin, hemoglobin was 8.5 before and 7 after gelafundin and nacl 0.9%. After extubation, the patient was breathing was without problems. In the elevator to the intensive care unit (ICU), the patient stopped breathing and flow dropped immediately from 4l to 2.5l and reached 1l after 30 seconds. The patient showed a right ventricular failure for unknown reason. The patient was treated with everything possible beginning with inotropes up to levosimendan in high dosages. In addition, an external pacemaker was used for 2.5 hours. The patient was directly intubated in ICU with a blood gas showing ph 6.8 and pco2 around 80. After 3 hours, all treatments were stopped and the patient died within seconds. There was no alleged device malfunction. The device was not returned to the manufacturer for evaluation.